Manufacturer narrative:
Pdi (peripheral arterial ischemia/thromboembolism) : the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 65-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. In addition to the cp support the patient was on the extra-corporeal membrane oxygenation (ECMO). The underlying medical history was not shared. After 6 days of support the team explanted the cp due to limb ischemia. The patient remained on the ECMO. When explanted the cp was seen to have thrombotic material attached and the patient was scheduled for surgical intervention, which was performed as the surgery was deemed necessary by the medical team. The patient has survived. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.